Event description:
It was reported that after breakfast and a meal announcement, the user¿s blood glucose rose to 231 mg/dl while using the ilet for approximately 10 days, during which the system¿s adaptive algorithm was explained to be conservative as it continues learning. Symptoms included hyperglycemia without associated adverse clinical effects. Outcomes included no hospitalization, no medical intervention, no ketone testing, and no use of backup therapy, with glucose subsequently returning to 113 mg/dl. Investigation included troubleshooting and education focused on device behavior during the learning phase and review of glucose trends. Investigation of this case revealed no device alarms and no identified device malfunction, with the event characterized as hyperglycemia of unclear cause during early system adaptation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.